Event description:
The customer reported that the defibrillator presents a red x (ready-for-use indicator negative) and it emits a periodic acoustic alarm. There was reportedly no patient involvement.